Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the patient passed away. This event occurred at the beginning of the procedure; the surgeon had inserted the instruments into the surgical field and had started a general adhesiolysis when the patient's heart suddenly stopped. The procedure was converted to open, and life-saving measures were undertaken; however, the patient expired. The patient had myasthenia gravis, and a CT scan prior to the procedure showed a large thymus gland. The adhesions in the surgical area were not more extensive than anticipated. It was initially believed that the patient had a major pulmonary embolism during anesthesia; however, the pathology report indicated no sign of a pulmonary embolism. The official cause of death was likely a sudden cardiac arrest. There were no changes seen on the electrocardiogram prior to the moment the heart stopped working. No dysrhythmias or changes in the patient's blood pressure occurred. The patient did have a history of deep vein thromboses prior to the surgery; however, this occurred in 2010, and it was treated with anticoagulant therapy. The patient did not have a history of atrial fibrillation. At the time of the event, both monopolar and bipolar energy were activated; the fenestrated bipolar forceps and the monopolar permanent cautery hook instruments were both actively in use. The report source stated that there were no issues with the robotic system and the death was not related to the da vinci system or devices.

Manufacturer narrative:
A review of the logs for the instruments used during the reported procedure was conducted with no relevant errors found. A site review of the multi-use endoscope, permanent cautery hook and fenestrated bipolar forceps used during the procedure found that all were used in subsequent procedures. No complaints have been filed against any of the devices. Review of the system logs for the reported procedure date found no related system errors occurred that would have likely caused or contributed to the reported event. A review of the 5 procedures performed on the system subsequent to the reported event also found no related errors. A device history record (DHR) review found no non-conformances were identified to be related to this complaint. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that the patient in this report died suddenly during a thymectomy procedure with what appears to be a sudden cardiac event. No allegation has been made against any intuitive surgical products or instruments, and no abnormal function or event happened during the procedure, other than the patient¿s sudden cardiac demise. Based on the information provided in the summary of events, insufficient information is available to ascertain if any intuitive surgical products or instruments contributed to this event.